Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: footplate was not fully pulled back, advanced an 8 x 40 balloon and inflated for 90 seconds. Took an additional angiogram and everything looked good. Additional info on 30mar2022: immediate hemostasis but vessel had slow flow beyond manta. Then advanced an 8 x 40 balloon and inflated for 90 seconds which restored flow.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a slowed flow past the manta radiopaque lock, resolved with balloon inflation. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.0mm, with a depth measurement of 4.5cm + 1cm. A central positioned access was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or exchanging procedural sheaths. Following deployment, the anchor was not fully pulled back even though hemostasis was immediate. A post angiogram revealed minimal flow distal to the manta closure site, resolved with balloon inflation. The root cause of the minimal flow was most likely caused by a dissection which caused the toggle to not seat properly at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include arterial damage and vessel laceration or trauma.